Event description:
The patient underwent a hysteroscopic myomectomy. At the end of the procedure, the tip of the hysteroscope broke (a fragment consisting of white plastic and a metallic part). The loop was changed, and an attempt was made to retrieve the fragment using the procedure was stopped because of the patient's hemodynamic instability. After placement of a femoral catheter, a laparoscopy was performed for abdominal exploration. More than 6 liters of hysteroscopic fluid were aspirated, followed by clotting blood. A decision was made to convert to a pfannenstiel laparotomy. The blood was aspirated, and the 2 cm metallic fragment of the loop was retrieved from inside the uterus. The uterine laceration was closed with x-shaped sutures to achieve hemostasis. In total, the patient received transfusion of 6 units of red blood cells, 3 units of fresh frozen plasma, and 2 units of fibrinogen. Cross reference MDR: 9610617-2026-26-521, 9610617-2026-26-522.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).